Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected pump errors. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and it was determined that the device will need to be replaced and returned.

Manufacturer narrative:
Insulin pump passed the displacement, sleep current measurement, active current measurement, and self tests. All currents within specified range. The insulin pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. However, confirmed power error due to connector resistance issue. (B)(4).

Manufacturer narrative:
Insulin pump passed the displacement, sleep current measurement, active current measurement, and self tests. All currents within specified range. The insulin pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. However, confirmed power error due to connector resistance issue.